Event description:
The customer reported: "the vent was just returned from manufacturer on a preventative maintenance. Customer used the vent for one day and the next time the vent was turned on, it gave a rest alarm that kept happening every few seconds'.